Event description:
It was reported that during a laparoscopic radical surgery for lung cancer, the two reloads were applied to the bronchus for detachment; there were allegations of poor staple formation, with the device stapling only partially, and an incomplete staple line at the proximal location, which led to tissue bleeding. Hand suturing was required to fix the incomplete staple line. The issue was resolved by replacing the device with a new one to complete the surgery.

Manufacturer narrative:
D10 concomitant product: egia30ctavm, egia30ctavm egia30 curved vas med sulu, (lot #n4d2351y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload as fully fired. It was reported that there was poor staple formation and the staple line was incomplete. The reported issue were not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken adapter. Visually, the proximal end of the reload adapter was broken. The most likely cause could not be established from the information available. This condition may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload as fully fired. It was reported that there was poor staple formation and the staple line was incomplete. The reported issue were not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken adapter. Visually, the proximal end of the reload adapter was broken. The product analysis noted evidence that the device was not used as intended. This condition may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.